Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 394 mg/dl at the time of incident. The customer's blood glucose was 189 mg/dl at the time of call. The customer stated that the blood glucose reached 400 mg/dl prior to hospitalization and they were still on the insulin pump at the time. The customer stated that they had symptom of high blood glucose such as vomiting. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were off the insulin pump for greater than 48 hours at the time of hospitalization. The customer performed troubleshooting and did not find air bubbles, leaks and setting issues. The customer performed high pressure test and the insulin pump passed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The date of event with the initial report was incorrect. The correct information has been provided with this report. The information provided has been clarified. In the initial report it stated that they were off the insulin pump greater than 48 hours at the time of hospitalization. The correct information has been provided with this report.

Event description:
It was reported via phone call that the customer was wearing the insulin pump at the time of hospitalization. The customer was removed off the pump during their hospitalization.